Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. Documentation reveals that the patient developed chest discomfort and was attributed to the device migrating. The patient underwent pocket revision and subsequently noticed drainage at the site. Antibiotics was started however; infection did not get better. A revision was performed and the s-ICD along with the lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.